Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that that cardiosave, intra aortic balloon pump (iabp) does not charge the battery. Also, the ECG cable connector is damaged. There was no patient involved.